Event description:
Information was received indicating that a smiths medical medfusion 4000 syringe infusion pump displayed "primary audible alarm bgnd test." No adverse patient effects were reported.

Manufacturer narrative:
Additional information: d10, h6, h10. Device evaluation: one smiths medical medfusion 4000 syringe infusion pump was returned for analysis with a crack on lower left front corner top case, damaged bottom case, also cracked right plunger case. Event log history was performed and indicated that primary audible alarm background test was recorded in history. During analysis, the reported event regarding primary audible alarm background (bgnd) test during occlusion test was unable to be duplicated. Service reseated and re-glued j9 connector using all three mating surfaces on both sides of the j9 connection to correct the reported problem. Service also performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.